Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and dilaudid at unknown concentration and doses via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 that the incision wasn¿t healed and got infected. It was noted that it ¿looked like a big slab of meat¿ and that the patient could ¿stick finger in the hole.¿ the patient also experienced a fever, drainage, and incisional wound opening. It was indicated that ¿the skin that should have been fleshy color was white.¿ the infection was reported to be associated with implant. Interventions of intravenous antibiotics, oral antibiotics, revision, and debridement were done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.